Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, unipolar and bipolar lead impedances were <200 ohms. Bipolar sensing was at 2.0 mv and bipolar capture thresholds varied from 2.25 v, 0.6 ms to 2.75 v, 0.6 ms. Unipolar sensing was 4.5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received